Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. E1: initial reported phone number: (B)(6).

Manufacturer narrative:
The reported observation of the eterna being damaged by surgery was not confirmed. The root cause of the observation was not ascertained. As received, the returned ipg battery was depleted. A review of the ipg battery log showed the device entered stim off 3.4v on (B)(6) 2025. The charge events log showed the device was last charged on (B)(6) 2025 to a voltage of 4.048v. The battery log showed it depleted to fw/comm shutdown on (B)(6) 2025. Based on the ipg diagnostic logs and functional testing the device exhibited normal device characteristics. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. The ate test also performs a charge test of the ipg, and normal charging was observed. The DHR review found; material had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing test, visual inspection, and sterilization requirements.